Event description:
The patient reported that she stopped feeling stimulation in her ureter and only felt it in her back. The patient stated she felt pain in her hip on the left above her buttocks. The patient mentioned that she has had programming many times. The patient stated the representative was called and stated he would called the doctor to talk about moving the stimulator because it was on a nerve. The patient was on .2 and was getting jolting pain in her left side. The patient stated when she lays down she was getting sharp pain. The patient could not walk properly. The patient was walking with a cane. The patient was supposed to have a painful breast lump scanned (MRI) and she was not able to have the MRI due to the device. The patient wanted the device removed. The patient stated that her hcp will not call her back. She wanted a new doctor. The patient's indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.